Event description:
It was reported that a nurse had a reaction to a latex foley catheter after she was handed the catheter during a catheterization. The nurse never physically touched the catheter since she was wearing sterile gloves and a gown. She immediately started showing symptoms of reaction and immediately took an otc medication. The symptoms did not improve and she needed to go to the urgent care center. The nurse had difficulty swallowing, itching and a rash. It required administration of further medications via IV in urgent care. The facility is reporting they feel the proteins from the latex catheter were inhaled by the nurse resulting in her anaphylaxis allergic reaction. The nurse did not know the catheter being used was latex until after she had handled it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.